Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedances (hvli) were observed. The asymptomatic patient presented in the hospital for a scheduled lead fluoroscopy. The out of range hvli were seen a year ago, and the device had previously been reprogrammed, and the hvli had remained stable and in-range. Device has also exhibited high capture threshold. Review of the fluoroscopy noted externalized conductors. No intervention performed at this time to address the lead. The lead will continue to be monitored.